Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called the boston scientific customer contact center and the call was transferred to boston scientific technical services (ts). The patient reported the icm device came out of their body overnight a few weeks after initial implant. Ts suggested the patient bring the device to the clinic so it could be returned to boston scientific. Device remains in possession of the patient at this time. No other devices have been implanted. No additional adverse patient effects were reported.